Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a bluetooth connection issue between the transmitter and the g5 mobile application. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed indicating no voltage on the unit. Share data log was reviewed and indicated pairing failed. The customer complaint of bluetooth connection between transmitter and g5 mobile was confirmed as the transmitter failed to pair. The root cause could not be determined post investigation.